Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported, the pressure module did not function as expected. The module would not report any pressure readings. Only question marks were displayed. An alternate device was employed for the procedure. The user reported, the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.